Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no software malfunction. Investigation of the case logs showed that the root cause is traced to user technique. The globus medical clinical representative on site reported that the during navigation, the instrumentation outline did not align with the plan on the screen. This is symptomatic of skiving during bony work. Additionally, the user reported that they felt the drill sliding lateral during bony work. This is also symptomatic of skiving. Skiving can lead to the misplacement of screws. The cause of the reported issue was traced to user technique.

Event description:
This was a single level fusion with interbody placement at l4/l5. The case was pre planned by the rep prior to csr arrival and when reviewing the plan with the surgeon, the scan looked to be of poor quality. After looking at the info of the data set, it was noticed that the slice thickness of the scan was at 2.5mm. I then loaded the cd containing the patient's scans and found a thinner cut CT and the case was re-planned with the appropriate CT. We then proceeded to verify the instruments with the sales representative as the point person and moved on with the case. The was a little difficult due to the patient's size, but it was successful and the surgeon placed centroids and we moved forward with the case. Before bringing in the robot for screw placement, the surgeon did some facet work on l4l and then the robot was brought in. The first screw was placed with no issues using the hs burr-> pilot drill-> screw with t-handle. The subsequent screws were not matching up with the plan while navigating and ultimately were not placed in the correct locations. The surgeon was reminded to resettle the trajectory after drilling on each screw and did so frequently. L4r which was the second screw is where we started to see some issues as he felt like the drill was sliding lateral on the pedicle. The c-arm was brought it to confirm the trajectory and we were in fact off of the plan. He then decided to use a jamshidi needle to place the screw and then went back to the robot. Subsequent screws were then placed under navigation with the robot and after the last screw was placed, the confirmation shots showed all were off trajectory, but l4l which was the first screw. He then removed l5l and l5r and replaced the screws again using the jamshidi technique under flouro. One thing to note on the misplacement of the screws. The surgeon mentioned that the patient was "loosie" meaning her spine was mobile and also very deep which could have led to the misplacement of the screws. He did not blame the robot for this, but I have submitted an eef and case files for investigation.